Event description:
It was reported that approximately 33 months post-implant of a bifurcated device and a competitor's proximal stent graft a type iii endoleak of the bifurcated device was identified. The patient was treated with an infrarenal aortic extension and an additional bifurcated device, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.